Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for completion of periodic maintenance. There was no patient involvement, and no harm or injury reported. During an operational check of the device, the device alarmed for "ventilator service required". Review of the download error log revealed record of a ventilator service required code indicating the air flow sensor had failed which may affect oxygen concentration. The device's oxygen blender printed circuit board assembly equipped with the air flow sensor was replaced to address this issue. As part of the preventative maintenance procedure, specified components were replaced as regulated by maintenance procedure to prevent failure. The device passed repair testing and was confirmed to operate properly.